Manufacturer narrative:
Additional information was added to d10, g1 address, h6 and h10. G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home: 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic: carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of homechoice cassette. This event occurred during initial drain of peritoneal dialysis (pd) therapy. The patient was connected for therapy at the time of this event. During troubleshooting, nothing was found that could have caused or contributed to the air in the tubing. Renal therapy services assisted the patient with restarting therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.